Manufacturer narrative:
Date of event: exact date unknown, event occurred 6 months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was having difficulty recharging the ipg after numerous education attempts. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1160. (Sn: (B)(6)). Device evaluation indicated that the returned ipg passed all the required tests and revealed no anomalies.

Event description:
It was reported that the patient was having difficulty recharging the ipg after numerous education attempts. The patient underwent an ipg replacement procedure.